Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that while administering medication to a patient the tubing was noted to be leaking at the bottom of the set. There was no harm.